Event description:
Location: y site luer lock from cap. 5fu- 46 hour pump. Patient returned with pump immediately stopped upon instructions via phone. Patient presented with 8.7ml/hr remaining to infuse. Dry 5fu noted on port site and skin.